Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient lost therapy in (B)(6) 2023 due to ipg being inoperable. The ipg was not communicating with external devices. The patient received the end of life message for the ipg. As such, surgical intervention took place on (B)(6) 2024 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of service. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.